Manufacturer narrative:
(B)(4). Eval results: (myocardial infarction).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca. Five days later, during a staged procedure, the patient suffered a myocardial infarction (mi), no stents were implanted at staged procedure but a dissection is reported to have occurred. The reported mi was related to the target vessel. The investigator indicated that the reported mi was unrelated to study device. It is unknown whether the reported dissection is related to the study stent. (Ref MFR # 9612164201100736).